Manufacturer narrative:
(B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified posterior tibial artery. A 2.0 mm x 30 mm x 143 cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced but was unable to cross the lesion. The device was removed and then a 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for dilation. However, upon advancing the device with strong force, the shaft got separated at the wire port proximal inside the patient's body. The separated portion of the shaft was retrieved using a snaring device. No patient complications were reported and the patient's status was stable.